Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose over 500mg/dl. The customer woke up with 198mg/dl, after breakfast it was 333mg/dl. Customer has been experiencing high blood glucose and believes the pump is not working. The customer's blood glucose also has ranged between 198mg/dl-289mg/dl. The customer will call back for high blood glucose troubleshooting.